Event description:
It was reported that a (B)(6) study patient underwent x-stop procedures at level l3-l4 and l4-l5. Reportedly, patient had the devices removed, and the following procedures were performed, l3-l4 xlif (extreme lateral interbody fusi on), l4-l5 tlif (transforaminal lumbar interbody fusion), l3-l5 psif (posterior lumbar interbody fusion). No further information was reported.

Manufacturer narrative:
Eval method: follow-up with company representative the two explants for this patient are reported in MFR report # 2953769-2011-00156 and 2953769-2011-00157.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately 25 months postoperatively, the patient had pseudo-claudicatory low back pain. The patient underwent l3, l4 and l5 laminectomy; l3-l4 and l4-l5 posterolateral arthrodesis. According to the report, the patient was discharged seven days later. The outcome of the event is reportedly resolved.